Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system the tubing clamp was missing. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that clamp missing after injection to patient.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9110627. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the photos provided our engineers were able to determine that the most likely root cause for this event is a loss of the component clamp during bulk shipment of the raw material. During the packaging process a complete inspection is conducted to prevent such occurrences. To address this issue the operators responsible for manual inspection have been retrained. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system the tubing clamp was missing. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that clamp missing after injection to patient.